Manufacturer narrative:
(B)(4). Evaluation summary: stent mislocation/movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices or patient anatomy. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. Return of the stent delivery system may have aided the evaluation. In this case, it is possible that the stent interacted with the calcified and tortuous anatomy, resulting in the stent moving on the balloon; however, this could not be confirmed. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
Device issue: loose stent. Time of device issue: during the procedure. Adverse event: implanted in unintended site. It was reported that during an interventional procedure in an unspecified calcified and tortuous peripheral vessel, the stent moved on the balloon, but did not dislodge. The stent was implanted in an unintended site. Another omnilink elite stent was implanted in the target lesion. No additional information was provided.